Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to non-functioning cylinders. A new ipp was implanted and no patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of hole/perforation, however, it confirmed a pump non-conformance. The anomaly in the activation test was the most probable cause of the reported clinical observations. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected; the pump was also functionally tested. The first cylinder had damage consistent with explant and, therefore could not undergo pressure testing. The second cylinder passed all testing, including pressure tests. The pump did not pass activation testing which could have affected the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to non-functioning cylinders. A new ipp was implanted and no patient complications were reported.